Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that their act button is sometimes unresponsive and always have to press it 3 times really hard to get it to respond. The customer was advised that the insulin pump would be replaced iw. The customer was advised that the replacement would neet to be reprogrammed.

Manufacturer narrative:
The insulin pump passed displacement test. All of the buttons functioned properly, however the device had moisture keypad traces. The device also had broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.